Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: swollen lymph nodes. Date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision surgery with implantation of a 600cc mentor memorygel breast implant prosthesis. Post-operatively, during a physical exam, the patient was observed to have a single conspicuous right axillary lymph nodes. Mammogram and ultrasound imaging were performed on the patient. As a result, the patient will undergo removal and replacement on (B)(6) 2022. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2022-00723 for the contralateral event.

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision surgery with implantation of a 600cc mentor memorygel breast implant prosthesis. Post-operatively, during a physical exam, the patient was observed to have a single conspicuous right axillary lymph nodes. Mammogram and ultrasound imaging were performed on the patient. As a result, the patient will undergo removal and replacement on (B)(6) 2022. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2022-00723 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: swollen lymph nodes. Date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 21, 2022, the mentor failure analysis lab has received the suspect medical device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor completed a device evaluation on the returned device. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the device. Lymphadenopathy or palpable lymph nodes may be the result of bacterial or viral infection, neoplasm (primary or metastatic), or the result of an idiopathic inflammatory process or foreign body reaction. There have been reports regarding movements of silicone gel material to lymph nodes even with or without evidence of rupture leading to lymphadenopathy. A number of epidemiology studies have evaluated large populations of women with breast implants from a variety of manufacturers and implant models. The studies do not taken together, support an association between breast implants and a diagnosed rheumatic disease. Other than one study, these studies do not distinguish whether the women had ruptured or intact implants. Because there were no supporting pathology reports or physician consultation summaries forwarded to product evaluation, we are unable to confirm the presence of or the possible etiology of the reported lymphadenopathy. Lymphadenopathy is a known complication associated with this surgery and is referenced in our current product insert data sheet. Additionally, it was realized that the lot manufacturing record evaluation (mre) performed for this device was conducted on the incorrect lot number. As such, an mre was conducted on the correct lot and no anomalies were found related to this complaint. Manufacturer¿s reference number: (B)(4) in the initial, the manufacturing and expiration dates should have been 8/1/2001 and 8/31/2005 per the correct lot manufacturing record evaluation (mre) performed for this device.

Manufacturer narrative:
On march 15, 2022, mentor became aware that information was not reported inadvertently in the initial report. The lot number should have been populated as 230738. Additionally, the replacement device used was a 275cc mentor smooth round moderate profile saline breast implant. Manufacturer¿s reference number: (B)(4) in the initial, d4. Lot: 230738 should have been populated.